Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a presented in-clinic for an implant procedure. During next day interrogation, the patient's right atrial (ra) lead was unable to sense p-waves from the patient, and also exhibited under-sensing of p-waves after sensitivity adjustments. Ra lead dislodgement was suspected and confirmed through the use of fluoroscopy imaging. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.